Event description:
This event has been deemed reportable based on the investigation results of the internal bumper being torn from the feeding tube. It was initially reported, the device became damaged while preparing for the procedure. Additional information from the facility revealed the following: it was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed in (B)(6) 2009. According to the complainant, post procedure, on (B)(6) 2010, the physician inadvertently removed the device from the stoma site. The physician tried to reinsert the device back into the patient by stretching the bumper bolster. During stretching, the bolster tore off the device. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual evaluation found that part of the internal bolster had detached from the feeding tube. The end of the bolster that contains the bumper had been torn jaggedly off from the end of the feeding tube and the remainder of the bolster. Per the additional information, the device was inadvertently removed from the patient and when the physician tried to insert the device again the device became damaged. It appears that due to handling during the attempted replacement of the device it became damaged. Therefore, the most probable root cause is operational context. (B)(4).